Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms that were ultimately cleared. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 282 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3013756811-2018-26351).